Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected battery out limit alarms noted. Unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit also received with cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 300 mg/dl at the time of the call. The customer stated that the alarm occurred after changing the reservoir. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.